Event description:
It was reported during an unspecified therapeutic procedure, the customer did not feel that the thunderbeat was sealing properly, but they were uncertain and continued using the same device. At the very end of the operation, the tip of the instrument actually broke off. Later that night, the patient returned as an emergency case with intra-abdominal bleeding. Additional information was requested; however no further information was provided regarding the event or the patient.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation found that the probe was broken at 9.42 millimeters (mm) from its distal end. The broken probe tip was not returned. A root cause could not be identified. Based on the results of the investigation, the most probable cause is a stress problem that led to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.